Manufacturer narrative:
A2: patient was born in 1941. Device analysis by MFR: the guidewire was returned with distal tip damage. The device was broken 299.2 cm from the proximal end. The device was kinked at the distal tip. No more damages were found in the device. Dimensional inspection found the distal tip, middle of the device, and proximal section were within specifications.

Event description:
It was reported that the tip of the guidewire broke off during a procedure. A savion flx guidewire was selected for a procedure and during the attempt to cross the right leg lateral plantar in the foot, approximately 5mm of the distal tip of the wire broke off in the patient's artery. The physician used a coronary snare to remove the wire fragment. The procedure was completed using a non-bsc wire. There were no patient complications reported.

Manufacturer narrative:
Patient was born in (B)(6).

Event description:
It was reported that the tip of the guidewire broke off during a procedure. A savion flx guidewire was selected for a procedure and during the attempt to cross the right leg lateral plantar in the foot, approximately 5mm of the distal tip of the wire broke off in the patient's artery. The physician used a coronary snare to remove the wire fragment. The procedure was completed using a non-bsc wire. There were no patient complications reported.